Event description:
Enseal would not work, only said replace, never used. Upon plugging in the device the generator said "replace device". They were unable to ever get it to work. Manufacturer response for ethicon enseal, (brand not provided) (per site reporter): we emailed the rep.